Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press. Insulin pump had unexplained or random delivery alarms, insulin pump will stop mid way through giving bolus & had to completely reduce it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.